Event description:
Customer reported that the 3100a had an unstable map that would fluctuate 3 to 4 cm h20. A replacement rental 3100a ventilator was sent to the customer so this unit could be returned to the factory for analysis. The pt was not compromised at all.